Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 (mg/dl). Customer ate ice cream to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data showed a blood glucose (bg) level of 79 (mg/dl) was recorded at 9:29 pm on (B)(6) 2016. At 9:31 pm, a bolus of 1.59 units was requested and delivered while the pump registered 0.1691 units of insulin on board. For this bolus delivery, the customer did not accept the pump's calculated deduction of 1.22 units of insulin from the 1.59 unit request to account for the low bg level of 79 (mg/dl). The pump data recorded a low bg level of 49 (mg/dl) at 12:30 am on (B)(6) 2016. At 8:07 pm on (B)(6) 2016, the customer programed a bolus and entered a bg value of 350 (mg/dl) and 55 grams of carbohydrates. The pump calculated a bolus of 6.7 units of insulin and the bolus was delivered. At 11:51 pm, a bg value of 36 (mg/dl) was recorded. It is possible that the bg value entered for the bolus was incorrect. Review of pump data does not suggest that the low bg events were due to a pump malfunction.